Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of the call. There was no information regarding what lead to the complaint. The insulin pump will not be returned for analysis.